Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number:3006705815-2022-18618. It was reported that the patient experienced ineffective therapy due to invalid impedances. As a result, the patient underwent surgical intervention on (B)(6) 2022 to have their lead repositioned. Patient now has effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.